Event description:
A "justright" endoscopic stapler (5mm w/25mm load) was opened and loaded by the surgical tech, and used appropriately by the surgical resident under supervision of the attending physician. The first load fired properly. A second load was needed, and was opened, but would not properly load into the stapler, the load would not "click" firmly into place. Several attempts were made. A second justright stapler was opened and fired correctly. The patient was not harmed.